Event description:
It was reported that the caregiver observed a cracked screen on the ilet device of unknown origin, and a replacement device was provided with return of the original expected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on therapy or need for medical intervention. Investigation included internal review of the complaint and logistics confirmation for replacement and return. Investigation of this device revealed a damaged device display consistent with physical damage, with no reported alerts or alarms and no functional performance concerns beyond the screen damage. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.